Event description:
A malfunction on a customer's pump was reported without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.